Event description:
Customer reported tpn leaked from IV tubing, above the pump. Tpn was replaced and infusion restarted without incident. There was no pt harm reported and medical intervention was not required. No additional pt/event details were provided.

Manufacturer narrative:
(B)(4). A failure investigation could not be performed. The customer indicated the set was discarded. The cause of the reported leak is unk.